Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient was revised approximately 13.5 years post-op due to lysis. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4) g2 : foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b4; b5; d2; g1; g3; g6; h1; h2. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that only the poly was revised and no poly wear was noted. There were inflammatory markers prior to the surgery and a sign that there was osteolysis was bone loss on the anterior cortex of the femur with approximately a 4mm gap between the bone and the anterior flange of the femoral implant. Attempts have been made and all available information has been provided.